Event description:
It was reported that ¿went to final tighten the first screw before reaching 12 newton meters broke away from shaft.¿

Manufacturer narrative:
Add¿l info has been requested and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval. This report is filed on the thor torque wrench; the thor torque wrench socket, catalog # 48031450, lot # 088791 was also involved in this event. This product is available for eval and should the results of the engineering analysis reveal any product issue, a separate report will be filed at that time for this.